Event description:
It was reported that the customer had a no deliver alarm during basal, bolus, fixed prime on the insulin pump. The customer's blood glucose level was unknown mg/dl. The troubleshooting was performed. The customer was advised that the alarm was cause by set/reservoir connection. The patient was advised to replace infusion set and reservoir and was able to continue on insulin pump therapy. The customer will return set/reservoir and receive replacement parts.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened/used reservoir was inspected and no anomalies were noted. Occlusion test was performed and it was determined the reservoir was not occluded.